Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for post laminectomy pain. It was reported that patient's reason for visit at hcp office was that patient forgot that they needed to charge the ins and how to charger their ins. It was determined that ins was in overdischarge. It was reported that patient had not charged the ins since (B)(6) 2016. Caller was to discuss further with patient and hcp and were to schedule time in the future to do physician recharge mode (prm) to bring battery back. No symptoms were reported. Additional information received from the manufacturer representative reported that they were going to do the physician mode recharge on (B)(6) 2017. Additional information was received from a manufacturer¿s representative (rep) on 2017-03-31. The rep reported that she did the first physician recharge mode (prm) but was having trouble accessing the second prm. It was noted that when the technical services tried with the rep the recharger was frozen. It was recommended that the rep reset the recharger. The rep reported that she had initiated one prm and completed it but stated the neurostimulator (ins) was still not responding. The rep reported that she tried the antenna locate feature but was getting 48-60. The rep reported that the ins hadn¿t been charged in 9 months. The rep reported that she performed 2 prms on the day of the report. The rep reported that she wanted to stop and start again on (B)(6) 2017. No further complications anticipated. Additional information was received from the rep stating a second pmr was attempted however had no success for three times. An ins replacement is being requested.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.